Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with low blood glucose and insulin pump was replaced. Customer reported that healthcare professional connected new insulin pump and blood glucose was 600 mg/dl. Customer got staph infection on the right side of his body and transferred the infection to the left side of his body when the site was moved. Customer had diabetic ketoacidosis for three or four days and was vomiting blood. Customer was taken to another hospital with blood glucose of 1700 mg/dl. Customer inquired on the usage of sensors and was transferred to corresponding department.